Event description:
The customer reported that their physicist report shows the system measures greater than 10r per minute in manual mode and greater than 20r in high mode. No pt was involved.

Manufacturer narrative:
(B) (4). The ge service rep checked and adjusted the r/min output. The system is working as intended and is within MFR's specifications.